Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having issues with his reservoir and infusion sets. The customer had blood glucose levels of 400 mg/dl. The customer stated that he noticed that every time he connected an infusion set to the reservoir the connection was abnormally tight. The customer has been receiving no delivery alarms for four days. The customer was unable to perform troubleshooting because he was driving. Customer stated that he would call back. Advised that his products would be replaced and that we needed to troubleshoot in order to find out the cause of the issue. Nothing further reported.